Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material. The type and cause of the foreign material remaining in the device was unable to be specified. No deviation from the instructions for use (IFU) was confirmed in the reprocessing steps for the area foreign material remained. Although shave was confirmed at where the foreign material remained, further physical damage could not be confirmed. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.